Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be exposed to latex cause degraded. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water. (B)(4).

Event description:
It was reported that the patient was allegedly experiencing urgency and had been pulling at the indwelling catheter. When the nurse entered the room to assist the patient, she allegedly found half of the catheter on the patient¿s bed but was unable to find the other half of the catheter. The nurse stated it supposedly broke at the halfway point. The bed, linen and room were searched for the missing half, but the other half of the catheter was not found. The patient was sent for a cystoscopy, still the catheter was allegedly not found. Some urethral damage was seen and the patient reported minimal pain. There were no signs of bleeding or discharge. The patient is to have a follow up ultrasound in 3 months. The samples were discarded and the lot numbers are not known, however, the site currently has lot mycyr814 on the unit.